Event description:
Fill volume: 200 ml, flow rate: 1 ml/hr, procedure: chemotherapy, cathplace: unk-anp. A distributor reported that an eclipse pump infused too fast. After the sixth day of infusion the pump was reported to be empty and appeared to have finished infusion at least 24 hours early. The pump was filled on (B)(6) 2014 at 10:05-10:15 infusion was started on (B)(6) 2014 (time not provided) and infusion ended on (B)(6) 2014 (time not provided). It was expected that therapy would last seven days. No adverse event, injury or medical intervention needed.

Manufacturer narrative:
Method: the device was reported to be returning for analysis, at the time it is pending receipt. A review of the device history record (DHR) was conducted for the reported lot number. Results: per the DHR there were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met specifications prior to release. Conclusion: at this time I-flow is pending the return of the device for an evaluation. The investigation is ongoing, once completed a follow-up report will be submitted. Information from this incident will be included in our complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.